Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced premature needle retraction. The following information was provided by the initial reporter, translated from french: when patient attempted to inject his medication, he noticed that the needle retracted as expected after being removed from the skin, but the product remained stuck in the syringe. He says this happened with three different syringes from the same lot. The medicine was stuck in the barrel of the syringe. It did not come out of the nozzle and therefore did not reach the needle. So nothing was injected into the patient's arm.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The provided lot number is invalid, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced premature needle retraction. The following information was provided by the initial reporter, translated from french: when patient attempted to inject his medication, he noticed that the needle retracted as expected after being removed from the skin, but the product remained stuck in the syringe. He says this happened with three different syringes from the same lot. The medicine was stuck in the barrel of the syringe. It did not come out of the nozzle and therefore did not reach the needle. So nothing was injected into the patient's arm.